Event description:
Healthcare professional reported "baker IV capsular contracture and late seroma". Later healthcare professional reported "breast swelling", "large peri-capsular fluid collection", "intracapsular rupture", "enlarged axilla lymph node, likely reactive", "associated fever", "breast infection", "fat necrosis". This record is for the left side. Device was explanted. Patient was prescribed nsaid and received seroma aspiration.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d1, d2a, d2b, d4, d6a, g4, h4, h6.

Manufacturer narrative:
Clarification to d6a implant date: partial date on (B)(6) 2014. Continued e.1. Phone number: (B)(6). The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "late seroma".

Event description:
Healthcare professional reported "baker IV capsular contracture and late seroma". This record is for the left side. Device was explanted and it is unknown if it was replaced.